Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported liquid spilled on unit. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged battery door, corrosion to two battery spring, scratched lcd lens, lifted dso seal, and worn uso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. It was determined that the cause was due to the fluid leaking through the downstream occlusion sensor seal and contaminated the downstream occlusion sensor. As a result, all contaminated components, dso sensor, dso seal, and uso seal were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(4).